Event description:
It was reported that during an unknown procedure, the device's jaw was not working. Unknown how case was completed. There were no adverse consequences for the patient. Additional information regarding how the jaws were not working is being sought.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an interventional procedure, a stent balloon detachment occurred inside the patient. The lesion details are unknown. The express ld iliac/biliary stent was advanced to the lesion and the balloon "sheared off from the catheter inside the patient." An surgical cut down was performed to retrieve the balloon from the patient. The procedure was completed with this device. The patient status is "stable."

Manufacturer narrative:
(B)(4). Horse collar the analysis results found that the device was returned in good physical condition. The device was tested with a generator and was functional. However, during functional testing it was noted that the clamp arm was not able to be closed properly. Further functional testing could not be performed due to the condition of the returned device. The device was disassembled to inspect internal component and the horse collar was found to be damaged, not allowing the clamp arm to work as intended. No conclusion could be reached as to how the horse collar became damaged.